Event description:
It was reported that a vibratory alert indicated high lead impedance. An x-ray revealed that the svc coil was not plugged in to the header properly. The svc coil was electronically programmed off.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.